Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location: essure device in cervix") in a 39-year-old female patient who had essure (batch no. D14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test" in (B)(6) 2017. The patient's past medical history included major depression and generalized anxiety disorder. Previously administered products included for birth control: mirena. Concurrent conditions included birth control, headache, migraine, fatigue, irregular periods, metrorrhagia, bacterial vaginosis and panic disorder. Concomitant products included levothyroxine sodium (levothroid) and paracetamol (acetaminophen) since 2016. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) - type : vaginal"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with metronidazole (flagyl) and surgery (hysteroscopy d&c (dilatation and curettage), removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: (B)(6) 2017, essure device, removal: - essure device. Endometrial curettings: secretory phase endometrium with partial progesterone effects - no evidence of hyperplasia or malignancy. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: vaginal discharge." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location: essure device in cervix") in a 39-year-old female patient who had essure (batch no. D14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test" in (B)(6) 2017. The patient's past medical history included major depression and generalized anxiety disorder. Previously administered products included for birth control: mirena. Concurrent conditions included birth control, headache, migraine, fatigue, irregular periods, metrorrhagia, bacterial vaginosis and panic disorder. Concomitant products included levothyroxine sodium (levothroid) and paracetamol (acetaminophen) since 2016. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 1 year 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) - type : vaginal"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with metronidazole (flagyl) and surgery (hysteroscopy d&c (dilatation and curettage), removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: (B)(6) 2017, essure device, removal: - essure device. Endometrial curettings: secretory phase endometrium with partial progesterone effects - no evidence of hyperplasia or malignancy. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: vaginal discharge." Most recent follow-up information incorporated above includes: on 3-jul-2018: this case is medically confirmed. Reporter information was added. This case concerns 39 year old patient. Her demographic was added. Her historical medication/condition and concurrent conditions was added. Essure indication was added. Essure insertion and removal date was updated respectively. Essure lot number was added. Her treatment and concomitant medication were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal/menorrhagia), depression, mental anguish, vaginal discharge and plaintiff denies undergoing an essure confirmation test were added. She was recovering from event: pelvic pain. Event infection updated to vaginal infection and device dislocation to device expulsion. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location: essure device in cervix') in a 39-year-old female patient who had essure (batch no. D14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test" in (B)(6) 2017. The patient's medical history included major depression and generalized anxiety disorder. Previously administered products included for birth control: mirena. Concurrent conditions included birth control, headache, migraine, fatigue, irregular periods, metrorrhagia, bacterial vaginosis, panic disorder, depression, anxiety, hypothyroidism and osteochondral defects. Concomitant products included fluoxetine, ibuprofen, levothyroxine, levothyroxine sodium (levothroid), norethisterone (ortho micronor) and paracetamol (acetaminophen) since 2016. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) - type : vaginal"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 5 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication") and migraine ("migraine"). The patient was treated with antibiotics, lorazepam, nsaids and surgery (hysteroscopy d&c (dilatation and curettage), removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal discharge, metrorrhagia, bacterial vaginosis and migraine had resolved and the vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device expulsion, menorrhagia, metrorrhagia, migraine, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: on (B)(6) 2017, essure device, removal: - essure device. Endometrial curettings: secretory phase endometrium with partial progesterone effects - no evidence of hyperplasia or malignancy. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: vaginal discharge." Batch no d14825; production date 2014-10-01; expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location: essure device in cervix') in a 39-year-old female patient who had essure (batch no. D14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test" in (B)(6) 2017. The patient's medical history included major depression and generalized anxiety disorder. Previously administered products included for birth control: mirena. Concurrent conditions included birth control, headache, migraine, fatigue, irregular periods, metrorrhagia, bacterial vaginosis, panic disorder, depression, anxiety, hypothyroidism and osteochondral defects. Concomitant products included fluoxetine, ibuprofen, levothyroxine, levothyroxine sodium (levothroid), norethisterone (ortho micronor) and paracetamol (acetaminophen) since 2016. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) - type : vaginal"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 5 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication") and migraine ("migraine"). The patient was treated with antibiotics, lorazepam, nsaids and surgery (hysteroscopy d&c (dilatation and curettage), removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal discharge, metrorrhagia, bacterial vaginosis and migraine had resolved and the vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device expulsion, menorrhagia, metrorrhagia, migraine, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: per medical record: (B)(6) 2017, essure device, removal: - essure device. Endometrial curettings: secretory phase endometrium with partial progesterone effects - no evidence of hyperplasia or malignancy. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: vaginal discharge." Batch no d14825, production date 2014-10-01, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location: essure device in cervix') in a 39-year-old female patient who had essure (batch no. D14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test" in (B)(6) 2017. The patient's medical history included major depression and generalized anxiety disorder. Previously administered products included for birth control: mirena. Concurrent conditions included birth control, headache, migraine, fatigue, irregular periods, metrorrhagia, bacterial vaginosis, panic disorder, depression, anxiety, hypothyroidism and osteochondral defects. Concomitant products included fluoxetine, ibuprofen, levothyroxine, levothyroxine sodium (levothroid), norethisterone (ortho micronor) and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) - type : vaginal"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 5 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication") and migraine ("migraine"). The patient was treated with antibiotics, lorazepam, nsaids and surgery (hysteroscopy d&c (dilatation and curettage), removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal discharge, metrorrhagia, bacterial vaginosis and migraine had resolved and the vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device expulsion, menorrhagia, metrorrhagia, migraine, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: (B)(6) 2017, essure device, removal: - essure device. Endometrial curettings: secretory phase endometrium with partial progesterone effects - no evidence of hyperplasia or malignancy. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: vaginal discharge." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- metrorrhagia, migraine, bacterial vaginosis, post procedural complication. Events outcome updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it appeared to come out 2 pieces'), embedded device ('metallic coiled wire embedded') and device expulsion ('migration of essure device location: essure device in cervix/essure that is being expelled from the body/essure protruded through her cervix') in a 39-year-old female patient who had essure (batch no. D14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test" in (B)(6) 2017. The patient's medical history included major depression, generalized anxiety disorder, obsessive-compulsive disorder and post coital bleeding. Previously administered products included for birth control: mirena. Concurrent conditions included birth control, headache, migraine, fatigue, irregular periods, metrorrhagia, bacterial vaginosis, panic disorder, depression, anxiety, hypothyroidism and osteochondral defects. Concomitant products included fluoxetine, ibuprofen, levothyroxine, levothyroxine sodium (levothroid), norethisterone (ortho micronor) and paracetamol (acetaminophen) since 2016. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ anxiety"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) - type : vaginal"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 5 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication") and migraine ("migraine"). The patient was treated with antibiotics, lorazepam, nsaids and surgery (bilateral salpingectomy and hysteroscopy d&c (dilatation and curettage), removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, vaginal infection, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety and post procedural complication outcome was unknown and the device expulsion, vaginal discharge, intermenstrual bleeding, bacterial vaginosis and migraine had resolved. The reporter considered anxiety, bacterial vaginosis, depression, device breakage, device expulsion, embedded device, heavy menstrual bleeding, intermenstrual bleeding, migraine, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: (B)(6) 2017, essure device, removal: - essure device. Endometrial curettings: secretory phase endometrium with partial progesterone effects - no evidence of hyperplasia or malignancy. 4 trailing coils on right, 10-12 on left. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: vaginal discharge, embedded device, device breakage" batch no d14825, production date 2014-10-01, expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received. Reporter information medical history added. Date of removal updated. Events: it appeared to come out 2 pieces, metallic coiled wire embedded added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location: essure device in cervix') in a 39-year-old female patient who had essure (batch no. D14825) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test" in (B)(6) 2017. The patient's medical history included major depression and generalized anxiety disorder. Previously administered products included for birth control: mirena. Concurrent conditions included birth control, headache, migraine, fatigue, irregular periods, metrorrhagia, bacterial vaginosis, panic disorder, depression, anxiety, hypothyroidism and osteochondral defects. Concomitant products included fluoxetine, ibuprofen, levothyroxine, levothyroxine sodium (levothroid), norethisterone (ortho micronor) and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/ psych injury") and anxiety ("mental anguish/ anxiety"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) - type : vaginal"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 5 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), post procedural complication ("post procedural complication") and migraine ("migraine"). The patient was treated with antibiotics, lorazepam, nsaids and surgery (hysteroscopy d&c (dilatation and curettage), removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal discharge, metrorrhagia, bacterial vaginosis and migraine had resolved and the vaginal infection, vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, bacterial vaginosis, depression, device expulsion, menorrhagia, metrorrhagia, migraine, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: (B)(6) 2017, essure device, removal: - essure device. Endometrial curettings: secretory phase endometrium with partial progesterone effects - no evidence of hyperplasia or malignancy. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: vaginal discharge." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- metrorrhagia, migraine, bacterial vaginosis, post procedural complication. Events outcome updated. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and infection ("infections"). The patient was treated with surgery (underwent surgical removal due to complications from the essure). Essure was removed. At the time of the report, the device dislocation and infection outcome was unknown. The reporter considered device dislocation and infection to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.